Event description:
The complainant reported that a patient was implanted with an impella cp via left percutaneous femoral artery for mechanical circulatory support. Upon insertion of the impella cp and shortly after starting, an elevated motor current was recognized with a mean motor current measurement of approximately 1,100 as well as matching max impella flows, min impella flows and impella flows around approximately 4.3 liters. In addition, systolic aortic pressure was measuring approximately 100 while the systolic left ventricle pressure was measuring significantly higher around 170. No alarms were present, but due to abnormal findings, the company representative team was notified. They stated that it was most likely a flow saturation issue, and that it was unknown how long the pump will function for and the recommendation was made to remove the pump and insert a new one. Those recommendations were passed along to the physician, but the physician chose to continue the high-risk percutaneous coronary intervention with the present pump and eventually removed the pump at the end of the procedure.

Manufacturer narrative:
The pump was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the saturated pump flow could not be determined as no product or logs were returned for evaluation.